Event description:
It was reported that the customer had low blood glucose levels of 2.0 mmol/l. The customer reported a crack on the reservoir compartment of the insulin pump. The customer reported that the insulin pump was still working but uses a lot more insulin. The customer also reported that sometimes the reservoir would not stay properly due to the cracks. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.